Event description:
Mom reported that she is having a hard time expressing milk with the pump. She states that she has gotten mastitis and has had issues with clogged milk ducts.

Manufacturer narrative:
Customer service requested the customer to call back when she had the pump to do troubleshooting and to be fitted properly by a lactation consultant. The customer had called her doctor about her mastitis infection and was advised to take ibuprofen. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is high among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).